Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hal software error detected alarm. The customer's blood glucose was 270 mg/dl. The customer stated that the they were clear the alarm but unable to complete rewind. The customer stated that crack on the center button of the insulin pump. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus and rewind anomaly noted. Pump error 54 found in the device history file due to software error. Line number = 1421 file number = 32122. Device received with cracked keypad overlay on select button noted.